Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021. The cause of death was still unknown. The caller stated that the customer had cardiac arrest that may have led to the customer's passing. The customer¿s blood glucose was 1100 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing, at the time of admission. The customer was not using sensors. The caller stated the customer was entering incorrect blood glucose readings into the pump that were not the actual meter readings, so the customer's passing was not a pump problem but user error. The caller declined to return the insulin pump for analysis.